Manufacturer narrative:
An investigation has been initiated based upon the reported incident.

Event description:
The user facility reported that the device slipped during a posterior cervical fusion causing an approximate 3cm laceration to the patient's superior temporal lobe. The patient was repositioned and laceration was repaired.